Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: water tightness defect. Based on the results of the investigation, it is likely the following led to the malfunction: the confirmed customer report of no image was due to the water tightness defect caused by main unit damage/component failure. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during use in a therapeutic laparoscopic total hysterectomy procedure, the camera head experienced no image. The procedure type was changed from a laparoscopic total hysterectomy to a vaginal total hysterectomy. The surgery was completed without any problems. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during use in a therapeutic laparoscopic total hysterectomy procedure, the camera head experienced no image. The procedure type was changed from a laparoscopic total hysterectomy to a vaginal total hysterectomy. The surgery was completed without any problems. There were no reports of patient harm.